Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The latch switch on the advanced breathing system was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction causing an inability to provide mechanical or manual ventilation. There was no patient involvement.